Event description:
Zoll lifecor customer support service reported over voltage and service notifications related to the pt's monitor after reviewing the pt's data. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had over voltage and service notifications. The cause of the over voltage and service notifications were caused by a defective d1 component on the defibrillator board. The d1 component is a schottky rectifier. The root cause of the defective rectifier was not positively identified. The defibrillator board was replaced and the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received replacement monitor.